Manufacturer narrative:
Inspected one opened/used enlite sensor and found needle separated from sensor. Complaint against enlite-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having sensor and serter issues. It was reported that the needle stayed inside after the sensor was inserted. It was reported that the customer is having the sensor replaced, as well as the serter. No further information provided.